Manufacturer narrative:
Sections with additional information as of 13-dec-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: pen needles were not returned for evaluation. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using pen needles from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.

Manufacturer narrative:
(B)(4). Pen needles were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure that the initial concern was resolved - able to establish contact with customer's wife who stated the initial issue has been resolved. Wife stated that she had not been tightening the pen needle onto the pen. Wife still advised that customer's pen is not compatible with the pen needles.

Event description:
Consumer reported complaint for the trueplus pen needles (31g). Wife is calling on behalf of the customer. Wife stated that when she puts the pen needle onto the insulin pen, the needles bend. Customer is not using a compatible pen with the pen needles. The package had not been open or damaged when received by the customer. The customer has been using the product out of this package since (B)(6) 2022. At the time of the call the customer felt well and did not report any symptoms. No medical intervention related to the use of the product was reported.